Manufacturer narrative:
For the manufacturer investigation the device logfile was analyzed. The logged entries show an error code on the reported date of event that mentions the cpu of the device. However this error code cannot be related to a hardware error of the pcb cpu. It can be attributed an external electrical disturbance exceeding the requirements given in iec60601-1-2 and that were applicable at the time the device was designed. This is conform to the customer report that the connection cable between ventilator and monitor was touched at the time of event. Potentially the user has discharged himself via shielding of the cable which caused an internal device deviation. The evita xl reacted as specified, generated an alarm and briefly powered off and then back on in order to reset the device to a specified state. During this time, the emergency breathing valve is opened to allow for spontaneous breathing of the patient. The restart process lasts for about 8 seconds. After a successful restart the ventilation continues with the latest settings. No persistent device malfunction could be identified in the course of investigation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the evita xl was connected to a philips monitor during patient use. When the cable that was plugged into the com was touched, the piezo sounded and the evita xl restarted. No patient consequences have been reported.